Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and found that the emergency stop button is pushed message is displayed. The fse indicated the following errors, application error: power from gib to [unit=table], [status=off], communication error: configured ui module is not detected. In-house clinical engineering tech stated that x1 connection on ttcb is loose causing system to go into e-stop. The fse replaced the defective ttcf board to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the system emergency stopped itself. This caused to stop all system movements. The issue was found during clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced ttcf board which resolved the issue. The device was returned to use in good working order.